Event description:
It was reported the procedure was to treat a femoral / peroneal bypass. The 4.0x100mm xpert pro self expanding stent system (ses) was advanced without issue however when trying to deploy the stent at the target lesion, only 3-4mm was exposed and the handle could not be pulled back any further. The physician tried applying force to deploy the stent but was unsuccessful. The ses was removed without issue. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. The reported mechanical jam was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted multiple bends on the entire length of the outer member, the noted outer member kink and the noted bent metal shaft; thus preventing the shaft lumens from moving freely resulting in the reported mechanical jam and the reported/noted activation/deployment failure. Inadvertent mishandling during packaging/shipment for return analysis likely resulted in the noted outer member and strain relief separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a femoral / peroneal bypass. The 4.0x100mm xpert pro self expanding stent system (ses) was advanced without issue however when trying to deploy the stent at the target lesion, only 3-4mm was exposed and the handle could not be pulled back any further. The physician tried applying force to deploy the stent but was unsuccessful. The ses was removed without issue. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.